Event description:
It was reported that during application of an external fixation frame to a pt's distal tibia, the closed end ratchet wrench would not fit over the nut on the large combination clamp. The surgeon used a cannulated socket wrench and a universal open wrench to tighten the clamps. The clamps were not replaced since the surgeon previously attached them to the carbon fiber rods and had the fracture reduced. The pt was unharmed and the surgery was completed. This is 4 of 6 reports for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated 02/2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The sample was not returned for eval. A review of device history record did not reveal any conditions that could have contributed to the reported event. An internal corrective action has been opened to address the root cause of the issue.